Manufacturer narrative:
The device was returned for analysis on 5/19/1998. The reported bleeding from the inflow valve is confirmed and concluded to have been from holes in the graft conduit material on the distal side of the valve. The locations of the holes suggest the graft conduit abraded against the proximal side edge and interior surface of the adjacent valve support graft nut. A review of the mfg records revealed that the device met all applicable specifications upon MFR. The manufacturer's investigation confirmed the reported event. No further info is available. The MFR is now closing its file on this event.

Event description:
The lvad was implanted on 11/18/1997. During the period of lvad support the pt had drive line and lvad pocket staph sepsis. Five days prior to explant the pt developed bleeding from the drive line skin site. The lvad pocket became distended suggestive of a pocket hematoma. The pt required transfusion of packed red blood cells on several occasions during the last five days of lvad support. The lvad pocket was not explored. A suitable heart donor became available and the pt was taken to the or for transplant. The lvad pocket was opened and contained clotted blood. The clot was particularly dense about the inlet conduit. The lvad sys was removed and the pt was transplanted. A subsequent explant analysis by the surgeon revealed a thrombus adherent to the external surface of the inlet conduit. Examination of the med aspect of the inlet conduit showed a 2-3mm transverse tear in the dacron conduit. This tear lay immediately adjacent to the impact point of the metal portion of the inlet conduit. The flared metal part adjacent to the left ventricular apex was located well away from the abraded area. Examination of the remainder of the lvad sys was unrevealing.